Event description:
The customer reported that the central nurse's station (cns) displayed a "system failure" message for several connected bedside monitors (bsms). No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a "system failure" message for several connected bedside monitors (bsms). The issue was resolved when each bsm was rebooted. No patient harm or injury was reported. Investigation summary: based on the review of device history and facility trending, a significant trend that would warrant any corrective action or any further action has not been observed and no further action is required. Nihon kohden (nk) was able to confirm the reported issue. Unfortunately, nk was unable to determine a definitive root cause, as the issue is user dependent. However, since the issue was resolved by a reboot of the system, it is possible that the issue was attributed to a user related error, due to a lack of the customer performing preventative maintenance, as recommended. Our nk ts technician provided education and assistance to the customer to resolve the issue and prevent future issues. Although we were unable to determine a definitive root cause of the reported issue. User related setup and installation issues can also lead to the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out. Potential causes of the cns device experiencing multiple issues, (including the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out) are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, or damage to the device or its components.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) displays a message "system failure" for several connected bedside monitor's (bsm's). The issue was resolved when each bsm was rebooted. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) displays a message "system failure" for several connected bedside monitor's (bsm's). The issue was resolved when each bsm was rebooted. No harm or injury was reported.